Event description:
--

Event description:
Boston scientific received information that during the implant procedure this right ventricular (rv) lead noted high impedance measurements and poor sensing values. Additionally, the physician indicated poor movement of the helix. This lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. X-ray revealed the inner coil was intact and was not fractured. The tip section of the lead noted no anomalies. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism would not extend until after it was cleaned. Once cleaned, the helix functioned appropriately.